Event description:
During implantation of the subject ICD on (B)(6) 2016, an atrial pacing threshold test was launched. It was reportedly observed that the text "rv lead" was displayed (instead of "a lead") above the saved value in the results section of the "pacing threshold tests" on the programmer screen.

Event description:
During implantation of the subject ICD on (B)(6) 2016, an atrial pacing threshold test was launched. It was reportedly observed that the text "rv lead" was displayed (instead of "a lead") above the saved value in the results section of the "pacing threshold tests" on the programmer screen.